Event description:
During a procedure in the mid lad, which was heavily calcified, the guide wire was observed to be fractured at the distal part of the guide catheter. An attempt was made to withdraw the guide wire from the pt, but a portion of the guide wire remained in the pt. Then dilatation of the lad was performed. The next day, the pt came back for dilatation of a cx and stenosis at the lad was observed. The third day the pt again came back for dilatation of the lad.